Event description:
The patient reported experiencing blood glucose readings of 45 mg/dl to "hi." On the morning in 2008 the patient's blood glucose measured "hi" on her blood glucose monitor and she performed a bolus through her infusion device and also injected insulin via pen. At 4:30 pm her blood glucose measured 125 mg/dl. At 10:20 pm her blood glucose measured 150 mg/dl and she went to bed. At 12:41 am the patient's blood glucose measured 41 mg/dl and she was given glucose by her doctor. On ten days later, the patient's blood glucose measured 274 mg/dl at 8:00 am and she bolused through her infusion device and ate breakfast. Within one hour the patient was unconscious. The patient broke one tooth and another tooth was loosened from the fall. She drank 3-4 glasses of orange juice to elevate her blood glucose. At 9:15 am her blood glucose measured 60 mg/dl. She switched to her backup infusion device. The patient's normal blood glucose range is 120-160 mg/dl. No further information is available. Product was replaced and requested to be returned for evaluation.